Manufacturer narrative:
Information was received via journal article. Please reference literature at the following location: http://sjs.sagepub.com/content/early/2016/07/21/1457496916660035.long this report will be amended when our investigation is complete.

Event description:
It was reported that an 83 year old female had post-operative issues after the use of trabecular metal shell.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable, as the device was not involved in the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment, supplemental report #1 should be voided as this event is reportable. However, this event should not have been reported under this MFR number. A corrected report will be submitted under MFR #3005751028.